Event description:
4~e customer was hospitalized for high bgs. It was indicated that the customer was vomiting and their stomach was hurting. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer the two high bg rule. Instructed that the customer call back to perform the high-pressure test when the clamp arrives. A day later, the customer called back to test the pump and the high-pressure test passed.